Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 27-feb-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient reported they wanted to have the implant taken out because a doctor told them it looked like their device was horizontal and might have come out of the pocket and the patient was not getting relief and it only charged to 30 percent but that might be because it moved. The patient stated they had an xray and the representative's noted the leads might have shifted. Additional information was received, it was reported patient was brought in to do reprogramming due to a new area of pain. It was noted there were no notes or images of lead migration found in patient's file. An x-ray showed the leads did not look like any migration had happened per medical doctor. No images of the ins were taken due to there being no concerns besides the new pain. The patient was reprogrammed and the manufacturer representative was able to cover new pain.